Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. The customer stated the pump was dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.

Manufacturer narrative:
S.w version 4.11e (obtained using a test pcb1). Retainer ring = black. Customer returned pump for an alleged missing segments/partial display found on (B)(6) 2021. Pump was received with a missing segments/partial display. Unable to perform the displacement test and self test due to a missing segments/partial display. Pump was cut open to perform visual inspection and found a cracked lcd glass. No corrosion or moisture damage found on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no missing segments/partial display noted. The pump was able to navigate and continued testing. The pump passed the self test and no missing segments/partial display noted. A missing segments/partial display was confirmed due to a cracked lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a serial number label fading. Missing segments/partial display was confirmed. Missing segments/partial display was due to a cracked lcd glass. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.